Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Patient reported "...now have symptoms of alcl (a firm/hard breast that has almost doubled in size) and ad a sample of the fluids sent off to cytology". Device remains implanted. This relates to the left side.